Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Device received with cracked case and cracked battery tube threads.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had broken force sensor alarm. The customer¿s blood glucose level was unknown. Customer was on her bike when critical failure occurred, the insulin pump was not bumped or dropped. Customer assisted in clearing the alarm. Customer stated that the reservoir and insulin pump does not show signs of damage. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer stated there was a big crack on the side of the insulin pump, she also got the letter regarding the clear rim of the reservoir compartment. Customer was advised to return of the device and revert to a back up plan. The insulin pump will be returned for analysis.